Manufacturer narrative:
Product event summary #s8 difficulty upgrading to 1.0.3 a1-a5). No patient information provided as no patient was involved in this concern. The software investigation determined that the behavior described is the intended behavior of the software. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the manufacturer representative (rep) went to the site to perform the system software upgrade. When initially booting the system, prior to software upgrade, the system became non-responsive after logging into stealthadmin. After hard reboot, the system booted to the black "medtronic" splash screen and did not progress further. After another hard reboot, the system booted normally into stealthadmin and logs were pulled. They started the software upgrade and the system stayed at "verifying installers electronic signature" for 15 minutes. The rep pulled the disk out of the drive, rebooted the system, and attempted the install again. It failed before completing the verification. They repeated the process of removing the drive, rebooting, and trying again 2 more times. When removing the disk for the 3rd time, another disk came out of the drive on top of her 1.0.3 software disk. It seems to have been jammed in the disk drive. Shutting down the system fully, rebooting, and attempting the reinstall finally succeeded. No patient was present at the time of the event.